Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was previously submitted to represent the bard/davol kugel patch (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh), bard/davol kugel hernia patch, perfix plug and sepramesh composite ip. As reported, the patient is making a claim for an adverse patient outcome against kugel hernia patch and sepramesh composite ip which were implanted on (B)(6) 2007 and/or (B)(6) 2011. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: based on the initial claim, the date of implant was considered as (B)(6) 2007 for kugel hernia patch and (B)(6) 2011 for sepramesh composite ip.